Manufacturer narrative:
Age or date of birth: information not provided when requested. Weight: information not provided when requested. Date of event: information not provided when requested. Relevant tests/other relevant history: information not provided when requested. Lot#: not applicable for this device with the exception of the lot number. The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the patient developed a itchiness in the mouth. There is no other information provided.

Manufacturer narrative:
The device has not been returned. However, the device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the device for investigation. Root cause: the root cause cannot be explicitly determined. Customer did not return the device for investigation. Customer provided very limited information for this complaint. IFU 9091 rev 3.0 (comfort bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device.